Event description:
It was reported that during a follow up in clinic, the patient experienced ventricular tachycardia (vt) at a rate that was below the detection zone programmed into the device. Using the device, anti-tachycardia pacing (atp) was manually delivered to terminate the vt. The physician considered the device to operating according to programming. The patient was in stable condition.